Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30384590m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation on the anterior wall of right pulmonary veins (rpv) a steam pop occurred. A perforation was suspected that progressed to cardiac tamponade. The procedure was aborted and drainage was performed. The amount of fluid removed was not reported. The patient was monitored and blood pressure recovered. Hemostasis was taken and observation was made. The physician commented that there was no particular change in impedance before and after the steam pop, and the contact force value was within the normal range. Physician¿s causality opinion nor final outcome were not reported. There was no report of extended hospitalization. Since the cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR-reportable. The steam pop is not MDR-reportable.